Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Event description:
The us complainant had a 5.5 pump placed to support a patient with known cardiac and systemic comorbidities and nstemi. The pump was placed and supporting when after 4 days there was a need for cardioversion due to afib rvr confirmed to be not due to the use of the pump. The pump remained on and on day 15 of the support there was a cva. The cva caused limb weakness but thrombectomy was not performed and patient remained on the anticoagulation regimen systemically. The pump purge is sodium bicarb and not heparin. The patient remained on support for another day til wean and explant. Patient survived.